Manufacturer narrative:
(B)(4). Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead.

Event description:
It was reported that the patient got a stimulator in (B)(6) of 2009 and it quit working about 9 months later. It was noted that it had not worked since that time. It was further noted that leading up to the implant not working it started acting funny and gave strange readouts, and then all of a sudden it had readout that the patient could not understand. The last time the device was recharged was reportedly around the time the device stopped working. The patient also noted that they would like the device removed because it was an irritation to the patient at the time of the report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
Analysis of the lead (B)(4), found the outer insulation was broken at 30.6 cm from the distal end where the coil and all conductors were exposed in a loop outside the outer insulation.

Event description:
Additional information received reported that the product was returned with a note: fall down flight of stairs, not working removal, no replacement.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 7752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3778-60, serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Follow up indicated that the device was explanted on (B)(6) 2015 . There were additional reports that the patient experienced pain at the left pocket site and a burning pain at the base of the spine incision. It was also reported that the patient had a history of falls and experienced a very traumatic fall down a flight of stairs prior to the pain. Upon explant it was found that one of the two leads had a loop of exposed wires outside the outer covering and it was reported to be thought to be at the site of the fracture and it was also reported to be thought to be as a result of the fall. The patient had the burning pain at the base of the spine incision where the coil was found. If additional information is received, a follow up report will be sent out.

Event description:
Additional information was received on may 19th 2015 indicating that there was an explant planned. There were no alleged product issues, and x-rays were done as diagnostic testing. If additional information is received, a follow-up report will be sent.